Event description:
It was reported that the implant was removed due to a fracture of the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar region. Implant showed signs of use, what appeared to be bone tissue residue attached. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was used for approximately 5 years, 4 months. Complainant reported that the implant was removed due to a fracture of the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.